Manufacturer narrative:
It was found that the customer alleged the trolley arms were stuck in high position. The customer also reported that they could lower down the arms manually by pressing the release button. After evaluation of the unit the technician reported that the alleged issue could not be duplicated and the unit had normal operation. The issue was not duplicated by the field service technician during the time of evaluation. The field service technician performed several functional checks to verify the unit was performing to specification.

Event description:
It was reported via repair work order that the trolley arms were stuck in the up position which could effect loading and unloading of a cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the trolley arms were stuck in the up position which could effect loading and unloading of a cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.